Event description:
It was reported that pump experienced malfunction, causing pump screen to go dark and not turn on. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged replacement pump. Customer planned to use multiple daily injections as backup insulin therapy.